Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy. During the revision, the sensor tip separated from the lead body. The surgeon was unable to retrieve the sense lead tip and it was left behind.